Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error, failed battery test, low battery alert and intermittent button response. The customer stated the numbers on their keypad were not ramping. The customer's blood glucose reading was 280 mg/dl. The customer stated the buttons were not held longer than three minutes. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and....